Event description:
It was reported that, on an unspecified date(s),the monitoring port caps had thrice fallen off the monitoring port of the device, during procedures done under anesthesia. No patient sequelae were reported.

Manufacturer narrative:
H3: device evaluation begun, but not yet completed.